Manufacturer narrative:
Manufacturer¿s investigation conclusion: multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricle assist system (lvas) IFU, revision, rev. D is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient received a heart transplant.